Event description:
A healthcare professional (hcp) reported the patient¿s stimulation was not working and not charging and that this had started about two to three days prior to report. It was noted the reporter was not with the patient in order to do further troubleshooting at the time of report; no further event information was reported. There were no symptoms or patient complications reported.

Manufacturer narrative:
Event date is estimated. Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.